Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch up cable was found to be broken at the distal clevis hub. Non-intuitive motion occured as a result of the broken pitch up cable. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at wrist were undamaged. No other damage was found.

Event description:
It was reported that during a da vinci hysterectomy procedure, the customer noted that the tenaculum forceps instrument would not grasp properly. There was no report of fragments falling into a patient. There was no allegation of any harm, injury, or adverse outcome to a patient.